Event description:
Healthcare professional reported rupture, double capsule and capsular contracture (baker grade ii). MRI report stated "device folded, with signs of liquid compatible with silicone compatible with intracapsular rupture. Both axillas with engrosed ganglions maybe siliconomes (possibly due to previous device rupture)", not device related. This record relates to the left side. Replacement with non allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, double capsule, capsular contracture baker grade ii.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) ) and missing piece of shell assessed as inconclusive. Double capsule unable to confirm as it is a medical event not related to the device. Capsular contracture unable to confirm as it is a medical event not related to the device. Crease folding of implant unable to confirm as it is a medical event not related to the device. Silicone migration-ndr: unable to confirm as it is a medical event not related to the device. Granuloma-ndr: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the device no further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture, double capsule and capsular contracture (baker grade ii). MRI report stated "device folded, with signs of liquid compatible with silicone compatible with intracapsular rupture. Both axillas with engrossed ganglions maybe siliconomes (possibly due to previous device rupture)", not device related. This record relates to the left side. Replacement with non allergan device.

Event description:
Healthcare professional reported rupture, double capsule and capsular contracture (baker grade ii). MRI report stated "device folded, with signs of liquid compatible with silicone compatible with intracapsular rupture. Both axillas with engrosed ganglions maybe siliconomes (possibly due to previous device rupture)", not device related. This record relates to the left side. Replacement with non allergan device.